Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal left circumflex with heavy tortuosity, mild calcification and 90% stenosis, a 1.5 x 15 rx mini trek dilatation catheter was advanced without resistance and inflated for the first time at 14 atmospheres. On the second inflation at 14 atmospheres, the balloon ruptured. The 1.5 x 15 rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance and a non-abbott balloon was used for further pre-dilatation. A 2.5 x 33 xience prime stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.